Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 79% stenosis in the rca. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was not inspected. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to pass through the calcific lesion in the rca and when pulled back strut damage was noted. The procedure was then completed using another device. No patient injury is reported. The physician has reported that the event was due to the use of the device in a difficult lesion morphology/anatomy, i.e. The event was not device related.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.